Manufacturer narrative:
Evaluation summary: product inquiry states the humeral nail t2 to be the subject product. No further associated products were reported. Review of the manufacturing documents revealed no discrepancies. The item returned was documented as faultless prior to distribution. Dimensional inspection of the nail in the non-damaged areas revealed no deviation. With respect to the appearance of damage found and according to the reproduction of the scenario with the nail returned and sample devices it appears being utmost likely that the nail holding screw was not sufficiently tightened during rotating the target device in order to advance the nail to its desired position. If the nail holding screw is not properly tightened, a positive (frictional) connection between nail and nail adapter cannot be achieved so that the shown damage may occur. Reattachment of the target device to the nail after inserting the compression screw is described in detail in the ¿t² humeral nailing system op-technique¿ (b1000006) in chapter advanced locking mode. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device but is rather user related to non intended use (deviation from surgical technique). No non-conformity was identified.

Event description:
During t2 humeral nail surgery, the surgeon inserted the nail to the patient bone. Along the way, the surgeon removed device from the nail and inserted the compression screw into the nail. The surgeon assembled the nail with the device again after inserting the compression screw. Because the device was unstable when the surgeon checked it was determined that the proximal part of the nail was deformed. Therefore the surgeon changed the nail to brand new nail.

Event description:
During t2 humeral nail surgery, the surgeon inserted the nail to the patient bone. Along the way, the surgeon removed device from the nail and inserted the compression screw into the nail. The surgeon assembled the nail with the device again after inserting the compression screw. Because the device was unstable when the surgeon checked it was determined that the proximal part of the nail was deformed. Therefore the surgeon changed the nail to brand new nail.

Manufacturer narrative:
This device is not cleared for sale in the us but a similar device is.once the investigation has been completed any additional information will be reported in a supplemental report.